Event description:
It was reported by service report that there was a broken weld on the siderail support presenting sharp exposed edges. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.